Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). Please see the updates in sections: g4, g7, h2, h6 and h10. Insufficient reprocessing due to duodenoscope leak and/or improper reprocessing procedure are probable causes.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. As part of our investigation, an olympus endoscopy support specialist was dispatched to observe the reprocessing techniques of the technician who reprocessed the subject scope. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for escherichia hermannii after reprocessing. The facility utilizes an oer-pro, aer to reprocess the scope. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and was able to identify excessive amount of foreign yellowish and orange substance throughout inside the biopsy channel and suction channel when inspected with olympus boroscope and telescope test equipment. Additionally, there were no signs of foreign substance/materials found with the insertion tube, bending section cover, bending section cover glue, light guide lens/glue, and objective lens/glue. In addition, the scope was received with the missing distal end cover and missing elevator forcep raiser/wire.

Manufacturer narrative:
The OEM reported that there was no high concern organisms detected during the destructive sampling. Also provided the findings from the external expert during destructive sampling: a leak from the scope (not localized at the distal end). Bleaching of the glue of the distal end cover and around objective lens. Detachment of the glue of the distal end cover and around the light guide lens. Black and shiny extra glue of the distal end cover and the around nozzle.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation, an olympus engineer was dispatch on (B)(6) 2019 to observe the sampling techniques and noted the following deviation: the sampler introduce unsterile material in the sampling area during preparation as cardboard was brought in the room.

Manufacturer narrative:
Olympus received additional information from the customer regarding the facility¿s reprocessing methods. The user facility reported that pre-cleaning is performed immediately after each procedure. The enzymatic prolystica detergent was used for pre-cleaning and manual cleaning. The endoscope is leak tested prior to manual cleaning with an olympus mu-1 and mb-155. The endoscope¿s channel is brushed during manual cleaning with an us endoscopy (model 00711609) single use brush. The facility¿s oer-pro (sn. (B)(4)) with acecide c is used for high level disinfectant and reprocessing. The aer¿s minimum effective concentration is being checked after each cycle. The scope is stored in sterile wrapping after eto sterilization. There are no known issues with the facility's aer. There have been no changes with the facility's reprocessing personnel since the last on-site in-service. All of the facility¿s reprocessing personnel is not trained on how to properly reprocess an endoscope. As part of our investigation, an olympus endoscopic support specialist was dispatched on october 18, 2018 and january 10, 2019 to the user facility to observe the facility¿s reprocessing practices and provide training if necessary. The ess reported that no deviations were noted with the facility¿s reprocessing practices. The ess did go over practices for endoscope care and handling. Emphasis was placed on meticulous cleaning and inspection of elevator and recessed area during manual cleaning to confirm removal of visible debris.